Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. No clinical data or device activity logs from the event were provided for review. Information obtained from the customer during our investigation indicated that the patient was diaphoretic at the time of the event and a shock was not warranted for this patient. It is not known what type of patient prep was performed on the patient prior to attachment of the electrodes. The instructions for use for the electrodes indicate: "to ensure proper adherence, ensure skin is clean and dry. Remove any debris, ointments, etc with water (and mild soap if needed). Wipe off excess moisture/diaphoresis with dry cloth". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (B)(6) year old female patient in severe bradycardia transitioned to pea, the associated device displayed a ?check pads? Message using these electrode pads. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.